Event description:
It was reported that the customer was hospitalized with blood glucose of 600mg/dl. She was treated in the emergency room with manual injections. The customer did not feel well enough to troubleshoot her insulin pump. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.